Event description:
On 1/52/897, co engineering received a telephone call from reporter concerning the performance of one of the devices used to attach a halo system to a pt for c3 compression fracture. Torque driver reportedly "locked up" during halo pin application. Halo pins allegedly penetrated pt's skull upon successful application by the physician. Physician and orthotist suggested the pt may have softening of the skull which exaggerated the alleged incident.

Manufacturer narrative:
1) inspection did not occur, the device was never returned (h-7). 2) device MFR name and address corrected, pmt is just a distributor for cooper tool's torque driver (f.14. And g.1.). 3) device was not labeled for single use, it can be used several times within its appropriate 1 yr life span (h.5). 4) corrected catalog number and lot number (d.6.). 5) changed date of report to current day (b.4. And f.8.) 6) changed contact person name to current employee (f.4.).